Manufacturer narrative:
Investigation: no samples (including photos) were returned. A review of the device history record was completed for batch # 7020672. All inspections were performed per the applicable operations qc specifications. There were zero notifications noted during the production of the above listed batches. If samples are received in the future the complaint will be reopened for further investigation. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a nurse using the 3 ml bd luer-lok¿ syringe with bd safetyglide¿ safety needle 25 g x 5/8 in tried to engage the safety using two hands. Her index finger slipped off the guard and punctured her right proximal index finger through her gloved hand. Nurse received post exposure lab work.